Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A patient received a vital-port attached silicone catheter with titanium infusion port implanted for unspecified reasons. International customer reported that follow-up radiographic imaging obtained at an unspecified time following initial implantation identified a leak of contrast media. The physician advised that the device was 'not safe' and the patient was scheduled for device explant. No further information was provided.

Manufacturer narrative:
Investigation results: the customer complaint that was reported: "problems with a vital-port which was found to be leaking on screening. The port is not safe to use and removal is planned. For (B)(6) 2017". The patient outcome was not provided by the user-facility. A review of the complaint history, device history record, documentation, drawings, instructions for use, manufacturing instructions, quality controls and specifications were conducted as well as a visual inspection of the returned device. The vital port was returned fully assembled, along with the catheter lock and a length of catheter approximately 18.4 cm. The device was observed to be assembled correctly when it was received for investigation, and no signs of holes or leakage were observed under magnification or when the device was flushed with solution and a non-coring needle during decontamination. The port was again punctured with a non-coring needle and pressurized with a syringe of water and no leaks were observed during this test and no leakage could be reproduced. Slight gouges were observed on the face of the vital port housing. No leaks, poor fittings, or holes were observed on either the catheter or the vital port body. One of the suture holes appear to be used. Neither the port or the catheter were occluded. The instructions for use(IFU) lists precautions under the implant considerations that an improper catheter connection may result in catheter damage, leakage, or possible disconnection. The diameters of the port interface to the cannula tubing were within measured and found to be in specification. Quality control and manufacturing records were reviewed and no signs were found to indicate that nonconforming product was released to the field. No other complaints have been filed for this device lot. There are no signs that the device was not manufactured to current specifications. According to current risk analysis, no further action is required at this time. We will continue to monitor for similar complaints.